Event description:
It was reported that the patient presented for an implant procedure. Upon initial left ventricular - lv lead implant, it was noted that the guidewire failed to be removed from the lv lead. The lv lead was not used and the patient was in stable condition throughout the procedure.